Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 81 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Checking the history files revealed that the insulin pump had alarmed no delivery, prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.